Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reviewed and all production steps were performed accordingly. The final acceptance test proved the device functions to be as specified. Upon interrogation in the safety backup mode, a device status error message appears to notify the user. In this case, the displayed warning message ¿data error detected, device at eri¿ indicates that the ipg has reached eri while it was working in the safety backup mode. The battery voltage was 1.9 v, and a re-initialization of the safety backup mode is not offered by the programmer device. The available device data were inspected, revealing that the ipg switched into the safety backup mode on august 30, 2023 as a result of the detection of invalid memory content. Please note that in the safety backup mode, to ensure patient safety, the pacing parameters are chosen to cover the widest population of patients, which can lead to a higher current consumption draining the battery. The documented battery charge consumption was reviewed and found to be consistent with prolonged operation in safety backup mode. The drained battery is the root cause for the reported loss of capture. The device was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage showed a depleted battery. The electrical module was attached to an external power supply and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. The current consumption of the electrical module was normal and as expected. There was no indication of a malfunction. The root cause for the invalid memory content was not determinable based on the data available. Therefore, the presence of invasive external influences, such as strong electromagnetic fields may have contributed to the backup mode activation. In conclusion, analysis of the device and the returned device data revealed no indication of a device malfunction.

Event description:
This device was explanted due to eri in safety mode and loss of capture. No adverse patient events were reported. Should additional information become available, this file will be updated.